Event description:
A (B)(6) male pt underwent chemoembolization of right hepatic artery. Hemostasis was attempted by using starclose, discontinued due to device failure. Manual compression applied and hemostasis was achieved. No harm or injury to pt noted.